Event description:
During product evaluation, the pump's batteries were found to be depleted. It is unk when this occurred or if there was any pt injury or medical intervention neccessary. No additional information is available.